Manufacturer narrative:
Additional 510k numbers include k011028 and k013227.

Event description:
It was reported that the implant (tsvwb10) went into the sinus during placement. The doctor was able to remove it and grafted the site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer tapered screw vent implant was returned for inspection. A visual inspection revealed that the device shows minimal signs of wear and debris attachment about the threads. The internal drive feature contains additional debris. The device matched print specifications where measured against the drawing pd-tsvwb10 rev l. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: warnings: other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. The returned x-rays shows the implant within the surgical site, which overtime has migrated well beyond its original site. Based on its location, it can be confirmed that the implant relocated into the sinus cavity. No deviations were identified through the investigation performed that may have contributed to the condition the patient experience in this event. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: lot number was initially reported. During the evaluation, it was determined that the lot number is unknown. G1: contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.